Event description:
It was reported that "skin stapler does not trigger, staples do not bend. The customer confirms that no patient was harmed. The skin stapler could not be triggered, so the staples did not bend to perform the skin closure. A replacement article was opened directly to close the skin suture". The patient status is reported as "all good".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "skin stapler does not trigger, staples do not bend. The customer confirms that no patient was harmed. The skin stapler could not be triggered, so the staples did not bend to perform the skin closure. A replacement article was opened directly to close the skin suture". The patient status is reported as "all good".